Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter city: (B)(6).

Event description:
Eminent clinical study it was reported that intra-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 40 mm long with a proximal and distal reference vessel diameter of 6 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 40 mm stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, the subject presented with recurrent lameness in the right lower limb and was hospitalized for further evaluation and treatment. Diagnostics revealed extensive intra-stent stenosis in the right lower limb and revascularization was recommended. On (B)(6) 2019, an unknown percentage of stenosis in the target lesion was treated with the placement of a stent. The residual stenosis is unknown. On (B)(6) 2019, the subject was discharged on antiplatelet medications. The event is considered recovering/resolving. It was further reported that on (B)(6) 2018, the subject presented with severe claudication. Doppler ultrasound revealed stent occlusion in sfa and diminished biphasic flow at popliteal artery. Computerized tomography (CT) angiography was proposed to confirm the need of endovascular recanalization. On (B)(6) 2019, the subject presented to the site with recurrence of claudication in right lower limb. Angiography on the same day revealed extensive occlusion above the stent. The target lesion was dilated with a 5mm balloon and placement of 6mm x 100mm, 6mm x 40 mm stents. Post dilation was performed using balloon remodeling. Post procedural angiogram revealed satisfactory results. It was further reported that balloon angioplasty was performed to recanalize the stenosis observed on (B)(6) 2019. On (B)(6) 2019, the event was considered resolved and the subject was discharged on aspirin.

Event description:
Eminent clinical study. It was reported that intra-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 40 mm long with a proximal and distal reference vessel diameter of 6 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 40 mm stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, the subject presented with recurrent lameness in the right lower limb and was hospitalized for further evaluation and treatment. Diagnostics revealed extensive intra-stent stenosis in the right lower limb and revascularization was recommended. On (B)(6) 2019, an unknown percentage of stenosis in the target lesion was treated with the placement of a stent. The residual stenosis is unknown. On (B)(6) 2019, the subject was discharged on antiplatelet medications. The event is considered recovering/resolving. It was further reported that on (B)(6) 2018, the subject presented with severe claudication. Doppler ultrasound revealed stent occlusion in sfa and diminished biphasic flow at popliteal artery. Computerized tomography (CT) angiography was proposed to confirm the need of endovascular recanalization. On (B)(6) 2019, the subject presented to the site with recurrence of claudication in right lower limb. Angiography on the same day revealed extensive occlusion above the stent. The target lesion was dilated with a 5mm balloon and placement of 6mm x 100mm, 6mm x 40 mm stents. Post dilation was performed using balloon remodeling. Post procedural angiogram revealed satisfactory results. It was further reported that balloon angioplasty was performed to recanalize the stenosis observed on (B)(6) 2019. On (B)(6) 2019, the event was considered resolved and the subject was discharged on aspirin. It was further reported that on (B)(6) 2019, an unknown percentage of stenosis in the target lesion was treated with the placement of two stents and the event was considered recovered/resolved. It was further reported that on (B)(6) 2018, there was extensive intra-stent stenosis with recurrence of lameness in the right lower limb. The subject had noticed recurrent claudication symptoms with walking distance at about 70-80mts along with fluctuating pain in supine position previously. Morphological assessment identified stent occlusion in the sfa. On (B)(6) 2019, the target lesion was arteriography-guided and recanalized using 5mm balloon angioplasty along with 6mm x 100mm, and a 6mm x 40mm non-boston scientific stent was implanted. Post dilation was performed using a balloon. Post procedural angiography revealed satisfactory results. On (B)(6) 2019, the subject was discharged to home. Plavix 75mg/noon was recommended for next 3 months at the time of discharge.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter city: (B)(6).

Event description:
Eminent clinical study. It was reported that intra-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 40 mm long with a proximal and distal reference vessel diameter of 6 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 40 mm stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, the subject presented with recurrent lameness in the right lower limb and was hospitalized for further evaluation and treatment. Diagnostics revealed extensive intra-stent stenosis in the right lower limb and revascularization was recommended. On (B)(6) 2019, an unknown percentage of stenosis in the target lesion was treated with the placement of a stent. The residual stenosis is unknown (tvr). On (B)(6) 2019, the subject was dicharged on antplatelet medications. The event is considered recovering/resolving. It was further reported that on (B)(6) 2018, the subject presented with severe claudication. Doppler ultrasound revealed stent occlusion in sfa and diminished biphasic flow at popliteal artery. Computerized tomography (CT) angiography was proposed to confirm the need of endovascular recanalization. On (B)(6) 2019, the subject presented to the site with recurrence of claudication in right lower limb. Angiography on the same day revealed extensive occlusion above the stent. The target lesion was dilated with a 5mm balloon and placement of 6mm x 100mm, 6mm x 40 mm stents. Post dilation was performed using balloon remodeling. Post procedural angiogram revealed satisfactory results.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter city: (B)(6).

Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that intra-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 40 mm long with a proximal and distal reference vessel diameter of 6 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 40 mm stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, the subject presented with recurrent lameness in the right lower limb and was hospitalized for further evaluation and treatment. Diagnostics revealed extensive intra-stent stenosis in the right lower limb and revascularization was recommended. On (B)(6) 2019, an unknown percentage of stenosis in the target lesion was treated with the placement of a stent. The residual stenosis is unknown (tvr). On (B)(6) 2019, the subject was discharged on antiplatelet medications. The event is considered recovering/resolving.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter city: (B)(6).

Event description:
Eminent clinical study it was reported that intra-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 40 mm long with a proximal and distal reference vessel diameter of 6 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 40 mm stent. Following post dilation, the residual stenosis was 0%. On october 15, 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, the subject presented with recurrent lameness in the right lower limb and was hospitalized for further evaluation and treatment. Diagnostics revealed extensive intra-stent stenosis in the right lower limb and revascularization was recommended. On (B)(6) 2019, an unknown percentage of stenosis in the target lesion was treated with the placement of a stent. The residual stenosis is unknown. On (B)(6) 2019, the subject was discharged on antiplatelet medications. The event is considered recovering/resolving. It was further reported that on (B)(6) 2018, the subject presented with severe claudication. Doppler ultrasound revealed stent occlusion in sfa and diminished biphasic flow at popliteal artery. Computerized tomography (CT) angiography was proposed to confirm the need of endovascular recanalization. On (B)(6) 2019, the subject presented to the site with recurrence of claudication in right lower limb. Angiography on the same day revealed extensive occlusion above the stent. The target lesion was dilated with a 5mm balloon and placement of 6mm x 100mm, 6mm x 40 mm stents. Post dilation was performed using balloon remodeling. Post procedural angiogram revealed satisfactory results. It was further reported that balloon angioplasty was performed to recanalize the stenosis observed on (B)(6) 2019. On (B)(6) 2019, the event was considered resolved and the subject was discharged on aspirin. It was further reported that on (B)(6) 2019, an unknown percentage of stenosis in the target lesion was treated with the placement of two stents and the event was considered recovered/resolved.